Event description:
Procedure was a 4 level direct lateral interbody fusion, l1-l5. Dr (B)(6) had done all other levels and was getting ready to do last level l2-l3 which had a lot of osteophytes and very collapsed disc space. He trailed for a 8x22x55x8 degree implant and felt there was room to go one size bigger, although he didn't trial for a 10mm. Chose to go up to a 10. When he went to put implant in he was partially in space and was malleting inserter on back end. He then realized or thought it cracked. He pulled spacer out which was maybe 5-10 mm in. The spacers had cracked at the tip by the chamfered edge. He was able to get broken pieces out of space and reimplant a cage safely. Pt was not injured and procedure went as planned.

Manufacturer narrative:
Method: complaint history analysis, risk assessment, device history review, visual inspection, labeling review. Results: there have been 14 complaints related to this type of failure on the aria cage rage. The cage was returned and it was found to be severely damaged with the threaded segment completely destroyed. The manufacturing records from the device's batch were reviewed and no deviations were noted. The aria surgical technique does describe the process of how to correctly use the trials to determine the correct cage height. This event lead to a delay of surgery of 90 minutes, but the surgery was completed successfully. Conclusion: the failure could be the result of the user applying cantilever forces to the implant inserter during insertion and/or the implant not being correctly loaded to the implant inserter. Excessive hammering as well as inappropriate trialling could also have contributed to the failure. The trialling is important as it helps to determine the appropriate height, width and length of the cage that is to be used. The aria surgical technique recommends to "gently and progressively insert the avs aria implant into the prepared disc space by applying controlled and light hammering on the implant inserter handle".